Event description:
It was reported that the patient presented to the hospital with symptoms of syncope. It was noted that the pacing threshold had increased since (B)(6) 2016, which resulted in loss of capture due to the programmed threshold settings. The patient experienced similar pre-syncope symptoms during manual testing at the time of interrogation when capture was lost. The patient was pacing dependent. Pacing outputs were increased until the lead was replaced. During the procedure, it was noted that the low voltage lead was being used to pace and sense in the right ventricle. The lead was capped on (B)(6) 2017 and the inactive riata lead¿s pace/sense portion was uncapped.